Manufacturer narrative:
A ge service rep performed an onsite investigation. A wire in the interconnect cable was repaired. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that they were unable to store images from the c-arm. No pt injury was reported.